Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(6), product ID: 9735773, serial/lot #: (B)(6), ubd: 10-aug-2022. H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the uninterruptible power supply (ups), and cart to cart cable were replaced. The navigation system then passed the system checkout and was found to be fully functional. B01, c13, d02 are applicable. H3, h6: the ups was returned to the manufacturer for analysis. The ups was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. H3, h6: the battery was returned to the manufacturer for analysis. The battery was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. B01, c19, d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the camera cart would not turn on. The main cart booted up without issue. The manufacturer representative reseated the cart to cart cable and rebooted the system, both without effect. The v2 status light on the main cart uninterruptible power supply (ups) indicated the internal cart to cart cable on the main cart was not functioning as intended. No other navigation system was available on site to troubleshoot with. The manufacturer representative confirmed no lights were on the camera, and the camera laser was not functioning, and were unable to turn on the camera cart via camera cart power button. The manufacturer representative confirmed the cart to cart cable seated properly on either side, and checked self test, and the main cart ups status connected and camera cart ups showing "connection lost", internal network components all green/connected for main cart, all disconnected for camera cart. The manufacturer representative checked the fault lights on the main cart ups, "error" light flashing red and "v2" light were off. Rebooted system, and system booted into grub menu and kept backing out of the clinical app (back into the login screen). The system powered off and was removed from the wall power, and disconnected the battery with no effect. The system powered off and was removed from wall power, the manufacturer representative re-sat all cables to the main cart ups with no effect. The system booted up with a battery error message and shut off unexpectedly. The manufacturer representative checked self test, and the main cart ups status connected and camera car t ups showing "connection lost", internal network components all green/connected for main cart, all disconnected for camera cart. This occurred preoperatively, and there was no surgical delay. Imaging, navigation, and the surgery were aborted, and the surgery was rescheduled for the patient. Additional information was received. The surgery was aborted before an incision was made. The surgery was aborted after the patient was put under anesthesia. Troubleshooting was completed, and it was determined that the issue could not be fixed without replacement parts. Ultimately, the procedure was abortedand was scheduled for a different day once the system had been fixed.